Event description:
In late (B)(6) 2012 we had a series of oral commissure burns in pts who had undergone t&a surgeries. We use valley lab components in our t&a packs. Some of these burns were noted immediately and others developed several days post op. The t&a packs are made up with several covidien components. Covidien electrode blade 2 3/4 inch. Covidien ctry pencil suction coag, covidien ctry, pencil rocker switch. I have a list of suspected lot numbers if you would like to contact me.